Event description:
It was reported that after performing an atherectomy procedure, the balloon would not deflate. The unit was removed partially inflated and another device was used to complete the case. There reportedly was no pt injury.